Manufacturer narrative:
(B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4), united states. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue; further described as ¿the patient line stayed connected to the patient line out of the transfer set¿. This occurred during disconnection from peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: it was reported that an amia automated pd cycler set (previously reported as homechoice cassette) had a connection issue; further described as ¿the patient line stayed connected to the patient line out of the transfer set¿. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification were performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.